Event description:
It was reported that noise was observed via review of egms.

Event description:
New information received notes lead was explanted due to an external insulation anomaly near the subclavian area.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.